Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system failed to boot. It was stuck at 0:00. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system failed to boot. The philips field service engineer (fse) visited onsite and upon functional testing the fse found that the flex vision pc was defective causing the system not to complete the start-up sequence. The cause of the flexvision-pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision-pc by the fse resolved the reported issue and restored the functionality of the system. After replacement of the flexvision-pc and installation of necessary software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.